Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
When resetting the tray the 2 lm x 9 mm baseplate trial was severely damaged and not capable of being used in future cases. Case type: pka.